Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a diaphragmatic plycation procedure on (B)(6) 2011 and topical skin adhesive was used. Within 24 hours, the pt had blisters as well as rashes at seven port sites and one site where the adhesive had dripped on to the pt. The rashes extended about 2-3 inches from port sites. The surgeon stated that the surgeon did not remove the topical skin adhesive because the surgeon did not want the sites to open. The left lateral chest site became infected. The pt was treated with atarax and triamcinolone. Currently, the pt's blisters are gone and the rash is almost gone.